Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the filter was well positioned with its proximal filter at the level of the left renal vein. Two distal struts from the filter were extending beyond the vessel wall. The complication of the filter was due to the filter tilting as well as its struts perforating the vessel wall.

Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the filter was well positioned with its proximal filter at the level of the left renal vein. Two distal struts from the filter were extending beyond the vessel wall. The complication of the filter was due to the filter tilting as well as its struts perforating the vessel wall.